Manufacturer narrative:
Correction: b5.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that their cycler had physical damage. The heater tray was cracked and appeared melted. The pdrn stated that the cause of the damage was unknown. The pdrn was advised to discontinue the use of the cycler. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn confirmed that the patient did complete their treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn reported that there was no observed smoke, burning, charring, flame, arching, or burning smell. The pdrn stated that they were performing a home visit and noticed the cycler was cracked and melted. The pdrn stated that it is unknown how the event occurred. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler showed signs of physical damage. Paint had chipped away from the center of the heater tray. The heater tray was not cracked or melted. There were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid found on the bottom cover and baseplate during an internal inspection of the cycler. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that their cycler had physical damage. The heater tray was cracked and appeared melted. The pdrn stated that the cause of the damage was unknown. The pdrn was advised to discontinue the use of the cycler. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn confirmed that the patient did complete their treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn reported that there was no observed smoke, burning, charring, flame, arching, or burning smell. The pdrn stated that they were performing a home visit and noticed the cycler was cracked and melted. The pdrn stated that it is unknown how the event occurred. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that their cycler had physical damage. The heater tray was cracked and appeared melted. The pdrn stated that the cause of the damage was unknown. The pdrn was advised to discontinue the use of the cycler. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn confirmed that the patient did complete their treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn reported that there was no observed smoke, burning, charring, flame, arching, or burning smell. The pdrn stated that they were performing a home visit and noticed the cycler was cracked and melted. The pdrn stated that it is unknown how the event occurred. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that their cycler had physical damage. The cycler was cracked and melted. The pdrn stated that the cause of the damage was unknown. The pdrn was advised to discontinue the use of the cycler. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn confirmed that the patient did complete their treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn reported that there was no observed smoke, burning, charring, flame, arching, or burning smell. The pdrn stated that they were performing a home visit and noticed the cycler was cracked and melted. The pdrn stated that it is unknown how the event occurred. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.